Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed nose cancer. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-02756-3 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information wasreceived and section b5 should be reported as:the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and and the patient developed nose cancer while using this device. The reported event nose cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. Ifany additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on october 09, 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed nose cancer while using this device. Additional information was received about the alleged cancer. After second attempt on 07/19/2022 the customer hung up the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section e1 was updated in this report.